Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips would scissor in the jaws of the device, some of the clips will also scissor when applied to the vessel, and some of the clips will fall off of the vessel after they are applied. It is unknown how the case was completed. No patient consequences were reported. This is all the information available. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.